Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (12 mg/ml at 1.260 mg/day in simple continuous mode) via an implanted pump. The indication for pump use was spinal pain. On 12-dec-2019 it was reported that the patient was at the ed (emergency department) with overdose symptoms. Per the reporter, the last pump refill was (B)(6) 2019 and they reviewed the programming for that refill which was confirmed as correct. It was unknown if narcan had been administered at the ed and it was unknown if there were any other types of drugs the patient may be taking. The patient¿s physician stated they were glad they were decreasing the drug; however, it was only the concentration that was being decreased to 6 mg/ml and not the daily dose which was increased to 1.3793 mg/day in flex mode. The patient was unresponsive, and the hcp wanted to stop the pump. The physician stated that the pump needed to be programmed to minimum rate mode and they would make the changes per the physician¿s discretion later today. The ed staff was instructed to utilize a cardiac magnet over the pump taped to the patient¿s body. No further complications were reported regarding the event.